Manufacturer narrative:
H10: during assessment of the device received for the syringe split nut two recall, multiple issues (unrelated to the recall process) were observed and repaired by service. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The logic/control board was determined faulty. The proximate cause was identified by service as a software issue. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified by service as a manufacturing issue (misassembly). The proximate cause for items 3 through 12 were identified by service as due to customer damage. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4

Event description:
Syringe pump damage was reported.

Manufacturer narrative:
The device sent in for the syringe split nut two recall was found not affected by the recall, however during the recall process, multiple issues with the device unrelated to the recall were observed and replaced. The logic/control board was determined faulty. The proximate cause was identified by service as a software issue. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified by service as a manufacturing issue (misassembly). The proximate cause for items 3 through 12 were identified by service as due to customer damage. Corrosion was observed on the carriage assembly ¿ rod actuation. The left iui was observed to have corrosion. The carriage assembly was cracked at bottom plate carriage the tube drive arm is bent. The split nuts are broken/worn. The barrel clamp is cracked. The flange gripper retainer is broken. The handle is cracked. The rear case is cracked. The front case is cracked. The right iui was observed to have corrosion. The proximate causes for each were reported by service to be due to wear.

Event description:
Springe split nut two 2016- (B)(6) 2018.